Event description:
It was reported that the patient with this neurostimulator has had a sharp, dull, or aching pain in the lower back at the implant site. The pain is described as different from previous episodes and not responsive to prescribed oxycodone. No recent injuries, falls, or strenuous activity was reported. The patient was advised to turn the stimulation off to help isolate the cause. The implant is functioning for its intended use (retention). The patient has been experiencing chronic pain for several years, with a recent worsening of symptoms reported on (B)(6) 2025. The patient described an increase in pain severity and location (back pain), which prompted consultation with a pain specialist. Oxycodone was prescribed by the specialist, and the patient was scheduled to follow up with the implanting physician. The patient elected not to turn off the stimulator to assess its involvement in the back pain. At this time, the involvement of the device remains unknown. It was reported that the patient had been experiencing pain in the lower back near the implant site. No adjustments to stimulation have been made. The patient was evaluated by a physician and was diagnosed with a bladder infection, for which antibiotics were prescribed. The physician did not express concerns about the device being related to the reported symptoms. The patient has a history of chronic back problems and is working with a pain specialist, with possible plans for back surgery. At this time, the symptoms are considered unrelated to the device. It was further reported that the patient visited the physician and was informed of a bladder infection. It was assumed that appropriate testing had been completed to confirm the infection. There was no indication that the device contributed to the issue. At this time, there are no plans for further device evaluation or reprogramming. There were no additional patient complications.

Manufacturer narrative:
Product code (d2b) - additional product code qon premarket / 510(k) # (g4) - additional premarket/510(k) p190006.